Event description:
An AED was applied to a pt in respiratory distress with severe chest pain. The AED activated with voice prompts; the AED charged and prompted the user to deliver one shock. The pt may have been shaking, but was likely not in cardiac arrest. It appears that the AED may have shocked pt with a perfusing rhythm. Pt was hospitalized for the original complaints prompting transportation and subsequently discharged with no adverse outcome. Dates of use: (B)(6) 2010. Diagnosis or reason for use: cardiac event.